Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified broken device that has particles on the surface of the device and the gel. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported reason for removal as a ¿left side rupture¿ and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported reason for removal as a ¿left side rupture¿ and patient's concern with the product. Device has been explanted.